Manufacturer narrative:
Date of event and therapy date are estimated. During processing of this complaint, attempts were made to obtain patient weight and complete event information, but it could not be obtained. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-23650. It was reported that the patient's anchors were overlapping, and the patient experienced pain at the midline incision. As a result, surgery occurred to explant an anchor, which resolved the issue. It is unknown which anchor was explanted.